Event description:
It was reported that the patient presented in clinic with a vf episode showing intermittent undersensing. The device was reprogrammed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.